Manufacturer narrative:
Grounding pads were sent to co for evaluation. Devices called out are all concomitant to the grounding pads. All devices, we evaluated at co and found to function as designed, falling within all specifications. See scanned pages.

Event description:
Patient was having open heart surgery - burn was noticed at the grounding pad site.